Event description:
The customer reported a system message displayed when they attempted to change modes. The system then froze. The customer tried to reboot, but the system froze again, showing small letters on the touch screen. The system was switched out to complete the case with one hour delay noted. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system. The system was turned on but the system would not boot up. The host module was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. This report was mailed to FDA on : 09/04/2008.